Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3, h6: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error log review showed motor rate error. Functional testing was performed, and device went into motor rate error during 12-hour test. Problem was verified and the cause of the customer reported problem was the motor. The manufacturer representative replaced the motor, and cleaned, greased, and calibrated the pump. The pump passed all functional and delivery tests and performed as intended after repair.